Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had low flow. Per additional information received via mail on 20jul2025, no the device will not be sent in for a bd-approved facility, preventative maintenance (2000 hour pm) and replaced chiller pump. Replacement of chiller pump and circulation & mixing pumps, heater and as 5000 drain valves. Replaced of chiller pump and circulation & mixing pumps, heater and as 5000 drain valves. The cooling pump has no water flowing into the water tank, damage has been confirmed. Per sample evaluation results on 09jan2026, potential mixing pump issues per communication with service technician.

Event description:
It was reported that the arctic sun device had low flow. Per additional information received via mail on 20jul2025, no the device will not be sent in for a bd-approved facility, preventative maintenance (2000 hour pm) and replaced chiller pump. Replacement of chiller pump and circulation & mixing pumps, heater and as 5000 drain valves. Replaced of chiller pump and circulation & mixing pumps, heater and as 5000 drain valves. The cooling pump has no water flowing into the water tank, damage has been confirmed. Per sample evaluation results on 09jan2026, potential mixing pump issues per communication with service technician.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error. There is no allegation against a bd product. Therefore, a retraction is being submitted. Initial reporter phone number: (B)(6). All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.